Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, when the device was in multi-user mode, the device latch lock sensor could not detect when a cassette was locked. Root cause of the reported issue is unknown, but an inoperable latch lock flex sensor circuit was detected. Recommend replacing the latch lock flex circuit. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump exhibited cassette error messages during testing. There was no patient injury.